Manufacturer narrative:
(B)(6). Patient gender and weight not available for reporting. Date of device breakage and non-union is not known. This report is for three (3) unknown 5.0 mm locking screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Date of implant is not known. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is synthes sales consultant without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a hardware removal of a lateral entry recon nail in the right femur on (B)(6) 2017 due to non-union and three (3) proximally located 5.0 mm locking screws that were discovered to be broken. The patient had initially been implanted with one (1) lateral entry recon nail, three (3) proximal 5.0 mm locking screws and two (2) distal recon screws for a subtrochanteric fracture repair on an unknown date few years back. On a follow-up visit, x-rays revealed the non-union and broken screws. The revision surgery was completed successfully and uneventfully without any surgical delays and the patient was revised to a dynamic hip system (dhs) 10-hole 135 mm plate with one (1) 95 mm lag screw. The patient is reported to be in stable condition. Concomitant devices reported: recon screws (part number unknown, lot number unknown, quantity 2); lateral entry recon nail (part number unknown, lot number unknown, quantity 1).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Further it was clarified that the 2 recon screws were located proximally and the 3 broken 5.0 mm locking screws were distally located as opposed to previously reported.